Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after the needle plunger was depressed and withdrawn from the device, the needle plunger did not catch the suture. The device was removed and manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device has been received. The investigation is not yet complete.